Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One internal connection universal placement driver tip - short (iipdtus) and one l-tirw standard iso 1797 adapter (c9980) were returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the driver body. The latchlock is fractured off the device and the fractured piece was stuck in the adapter. Inspection of the c9980 is performed by the supplier. The reported event could not be recreated due to the nature of the dental device and event (fracture). Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iipdtus dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction with respect to the iipdtus has occurred and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the driver head fracture and a piece got stuck on the head of the standard adapter. Doctor left the implant in patient mouth without adjusting it properly with the driver. Procedure was delayed by an hour.